Event description:
Customer reported questionable act results from hemochron signature elite. Se3228 vs se0239: no adverse event reported. No change in treatment reported.

Manufacturer narrative:
(B)(4). The device was not returned to MFR. Complaint can not be confirmed.